Event description:
Physician further reported coolsculpting treatment date of (B)(6) 2017 to upper abdomen, bra/back fat using the legacy coolcurve contour applicator, and treatment received to the lower abdomen using the legacy coolmax contour applicator, with intervention treatment of "rf skin tightening/fat reduction - no change" and on (B)(6)2023 "liposuction, worked so far".

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b3 b5 d1 e1 e2 e3 g2 h6 h7. Clarification to first supplemental (emdr-08569) - additional, changed, and/or corrected data: a4.

Event description:
Allergan aesthetics received a report of a patient treated to the lower abdomen, upper abdomen and back fat with coolsculpting on (B)(6) 2018, and (B)(6) 2019 using legacy coolmax, legacy coolcurve and cooladvantage applicators and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the back/bra fat, lower flanks, upper, mid and lower abdomen, inner thighs, banana roll and submental sometime in 2015 or 2016, the legacy applicators and presented with paradoxical hyperplasia (pah/ph).